Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller failing to communicate with the system monitor was confirmed via evaluation of the returned system controller (serial number: (B)(4)). The returned controller was connected to a test system monitor and test power module and communication could not be established. Visual inspection of the controller revealed that the white power cable had minor kinks. Further evaluation of the controllers white power cable revealed that the orange data transmission wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controllers ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. A log file was then downloaded from the system controller. After replacing the power cables, the controller passed functional testing and was connected to a mock circulatory loop and run for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned system controller contained approximately 3 days of data (12oct2020 15oct2020 per the timestamp). The data in the log file did not indicate any issues with the system controller. The driveline was disconnected on 15oct2020 at 10:35:35 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. The communication issue between the system controller and system monitor was determined to be caused by a break in the data transmission wire on the white power cable. The root cause of the break in the wire could not be conclusively determined through this analysis; however, the minor kinks on the white power cable may have contributed to the degradation of the wire. Although not conclusively determined, the observed kinks and underlying wire damage appeared consistent with repetitive bending of the power cable during use over time. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 alarms and troubleshooting contains a subsection what not to do: driveline and cables. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to twist, kink, or sharply bend the system controller power cables and states if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that upon hooking up white cable from primary controller (B)(4) for interrogation, the "no data received" notice displayed on system monitor. Controller was able to receive adequate power supply when tethered, but unable to view any system settings. System monitor and power modules exchanged to troubleshoot without resolution. Controller exchange was performed.